Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to report the island dressing sterile. Patient stated that the island dressing causes irritation and makes patient itch. Adhesive cause irritation when skin comes off. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".